Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing symptoms described as irritation and inflammation and having contact with a healthcare professional who prescribed decoderm (fluprednidene, corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Adhesive was not returned. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified. H3 other text : section h4: (device manufactured date) has been updated based on product download.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing symptoms described as irritation and inflammation and having contact with a healthcare professional who prescribed decoderm (fluprednidene, corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.